Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 30x2.75mm target lesion was located in the severely calcified right coronary artery. A 1.50mmx15mm maverick²¿ balloon catheter was advanced for dilatation. However, on the third inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. The balloon, markerband, and proximal weld were microscopically inspected. Inspection found no irregularities or defects in the device. Functional testing was done by attaching an inflation device to the hub of the catheter and inflating the balloon the rated burst pressure. The balloon inflated and held pressure for 5 minutes, without leaking. The rest of the device was inspected and no irregularities or defects were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 30x2.75mm target lesion was located in the severely calcified right coronary artery. A 1.50mmx15mm maverick²¿ balloon catheter was advanced for dilatation. However, on the third inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.